Event description:
It was reported that the fiber broke during surgery. It is unk how the case was completed and there is no additional information available. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be in two pieces, broken approx 6ft distal of the connector. The blue outer sheath was found to be burnt at the point of breakage and at the distal tip. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.